Event description:
Caller reported a malfunction on the pump, which did not result in any adverse impact on the customer¿s blood glucose level. Despite the pump's malfunction, the customer managed the situation by performing a reset on their own prior to calling technical support to resume its operation temporarily. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.